Event description:
It was reported that the distal luer of the set broke off in patient's central line connector resulting in a line change.

Manufacturer narrative:
Manufacturer's report date 12/11/97. The device was received and was visually examined under magnification. Examination showed excessive gouging on the distal luer and luer lock, an indication that some form of tool was used when this luer was being tightened or loosened which caused the distal luer to break off in the central line. It is recommended that the luer be tightened and loosened by hand. The account will be instructed to follow the correct technique for attaching the luer lock, per the directions for use which states, "slide hub to end of luer. Hold hub in place and insert luer into venipuncture device twist hub to secure." This report was filled out by the MFR.